Manufacturer narrative:
The complaint is unconfirmed. A visual examination could not confirm the reported problem. The customer returned for evaluation only the anchor, suture, and driver. The suspect purple plastic was not returned. An examination was performed per device prints and found no discrepancies with the returned items. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of only 1 complaint, regarding 1 device, for this device family and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. Per the specific device IFU. The user is advised to inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Y-knot anchors should only be used if the original packaging and labeling are intact. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the representative reported an issue with the y-knot rc all-suture anchor, item # yrc03, lot # 967854 that occurred on (B)(6) 2018. It was reported that during a shoulder arthroscopy, the surgeon realized at the time of anchoring for the biceps tenodesis that there was a piece of purple plastic in the implant. It was not visible to the naked eye. Additional information obtained clarified that the surgeon saw the piece of purple plastic on the screen when he placed the anchor on the patient's humeral head. The purple piece was stuck in the anchor's meshes. It was very small. The surgeon supposed that it was a piece of protective glove as nothing else used during the procedure was purple. The anchor in question was removed with the purple piece still attached to it. The procedure was successfully completed using an alternate anchor with no reported delay. There was no reported impact or injury to the patient or user. The anchor in question was removed intact and there was no report of fragmentation or debris left. After consultation with the conmed largo lab engineer it has been determined that nothing in the conmed manufacturing processes involve or allow purple gloves and no parts of the device or packaging contain purple substance. Although there is no allegation of defect or malfunction concerning the actual y-knot rc all-suture anchor, the device was involved in an incident concerning foreign material found during a surgery. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.